Event description:
Boston scientific received information that this implanted right atrial (ra) lead got dislodged during the implant of a new left ventricular (lv) lead. The physician then decided to explant this ra lead and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.